Event description:
It was reported that the patient's right atrial (ra) lead had pulled back and exhibited high thresholds. The right ventricular (rv) lead exhibited low impedance and oversensing noise which the implantable cardioverter defibrillator (ICD) had oversensed and classified as non-sustained ventricular tachycardia (nsvt) episodes. A revision procedure is planned. The device and leads remain in use. No patient complications have been reported as a result of this event.